Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant of the right ventricular (rv) lead the physician felt resistance. When the rv lead was pulled out a fractured coil was noted. The rv lead was not used and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.